Event description:
It was reported that the patient presented with his ambicor penile prosthesis (app) device not inflating. Pelvic and penis magnetic resonance imaging (MRI) was performed which confirmed there was a mechanical issue with the pump. The physician suspected the device not functioning was due to fluid loss from the device. The app was explanted, and a new inflatable penile prosthesis (ipp) device was implanted. There were no patient complications.

Manufacturer narrative:
The exact event date was not available, therefore 07/01/2025 was used as an estimate, based on the reported onset occurring within the last three months. Correction to field a2: date of birth and age at time of event. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, it cannot be confirmed what the cause of the fluid leak, inflation issue, and mechanical issue was. Based on the device history record (DHR), the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. Based on the information available the cause that contributed to the reported event cannot be established; therefore, the conclusion code of cause not established was selected for this investigation.

Manufacturer narrative:
The exact event date was not available, therefore 07/01/2025 was used as an estimate, based on the reported onset occurring within the last three months. Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. The ambicor pump passed visual inspection. No visual damage or abnormalities were identified. The first cylinder exhibited wear at a fold in the proximal end of the cylinder, with a hole identified at the corner of the fold. The first cylinder also exhibited wear at a fold in the distal end of the cylinder. A leak was identified at the corner of a fold in the proximal end of the first cylinder. The second cylinder exhibited two holes in the proximal end of the cylinder consistent with sharp instrument damage. The second cylinder also exhibited wear at folds in both the proximal and distal ends of the cylinder. Two leaks were identified in the proximal end of the second cylinder corresponding to the areas of sharp instrument damage. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the allegations of mechanical issue, inflation issue, fluid leak were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and the analysis results, the allegation of device fluid leak and device inflation issue was most likely attributed to the hole/leak identified at the corner of a fold in the first cylinder. Additionally, a pump mechanical issue could not be confirmed, as the pump passed visual inspection and could not be functionally tested. The sharp instrument damage observed on the second cylinder most likely occurred during the explant surgery and was considered a secondary failure. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient presented with his ambicor penile prosthesis (app) device not inflating. Pelvic and penis magnetic resonance imaging (MRI) was performed which confirmed there was a mechanical issue with the pump. The physician suspected the device not functioning was due to fluid loss from the device. The app was explanted, and a new inflatable penile prosthesis (ipp) device was implanted. There were no patient complications.

Manufacturer narrative:
The exact event date was not available, therefore 07/01/2025 was used as an estimate, based on the reported onset occurring within the last three months.

Event description:
It was reported that the patient presented with his ambicor penile prosthesis (app) device not inflating. Pelvic and penis magnetic resonance imaging (MRI) was performed which confirmed there was a mechanical issue with the pump. The physician suspected the device not functioning was due to fluid loss from the device. The app was explanted, and a new inflatable penile prosthesis (ipp) device was implanted. There were no patient complications.